Event description:
Boston scientific crm received information that this patient, who has this cardiac resynchronization therapy defibrillator (crt-d), passed away during the implant procedure. The right ventricular (rv) lead was implanted, and everything was going well. The patient then suddenly experienced a heart attack, and the pressure (systole/diastole) decreased. The physician started a cardiac massage, and after several minutes a echography was performed of the heart and lungs. A small amount of blood was observed between the lungs. The cardiac massage lasted approximately 2 hours before the patient expired. There were no allegations against the bsc products, and there were no other adverse patient effects reported.

Manufacturer narrative:
This crt-d will not be returned to boston scientific crm due to being discarded at the hospital. At this time there is no additional information. Should additional information become available, this report will be updated.